Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and showed error code 46510. Visual inspection found a cracked downstream occlusion seal. Functional and visual tests were performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion seal. As a result, the downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion sensor rubber. There was unknown patient involvement, no patient injury was reported.